Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2020. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; painful intercourse; offensive vaginal discharge. Nonsurgical treatments: on (B)(6) 2021 the patient commenced pain medication: ibuprofen and panadol for the treatment of: to relieve pain. Treatment duration: on and off since (B)(6). On (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): canesten plus for the treatment of: to relive itching and discharge. Treatment duration: (B)(6). On (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): dizole 200 for the treatment of: treatment for thrush. Treatment duration: 1 tablet once.